Event description:
Complainant alleged that the device displayed an "airway pressure sensing failure - 1052" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The software was updated to version 5.24 as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.